Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the auto mode was active on the insulin pump during the high blood glucose level event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose and diabetic ketoacidosis on an unknown date with the blood glucose level of over 600 mg/dl. Customer blood glucose level was 600 mg/dl at the time incident. Customer also experienced symptoms such as vomiting and difficulty in breathing. Customer declined for troubleshooting of high blood glucose level. The insulin pump will not be returned for analysis.